Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to dent of the connector¿s electrical contacts, and the image was not displayed. About dent on the connector, it is likely that it occurred due to handling of the user. The procedure was prolonged by 15 minutes due to rebooting, replacement of the camera head. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that the camera head experienced an image blackout following error code e117 during a therapeutic procedure. The patient was undergoing sinus surgery. The issue was able to be resolved by restarting the device. There was a minor delay while rebooting, with no impact to the patient. The device had been inspected prior to starting and there were no issues noted. There was no report of patient harm associated with the event. Related patient identifier: (B)(6) visera 4k uhd camera control unit.

Manufacturer narrative:
E1 initial reporter address - line 1: (B)(6). Upon evaluation of the returned device, it was confirmed that the image was blacked out. The video connector was rattling and disconnection with image loss was noted. Additionally, white scratches were found, as well as deterioration of the switch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.